Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an alert for high thresholds. The lead was found to have increasing thresholds, high increasing impedance, and was suspect of a fracture. The patient was referred to a specialist for further consultation. The lead remains in use. No patient complications have been reported as a result of this event.